Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of infection was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-23450; reported manufacturer number: 2017865-2020-23454. It was reported the patient presented to the hospital due to an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverer defibrillator system. The physician explanted the implantable cardioverter defibrillator, right ventricular lead, and atrial lead. The patient was in stable condition.